Event description:
It was reported that the right ventricular lead showed noise and oversensing on the stored electrogram during interrogation two weeks post device implant. It was also noted that the lead integrity alert (lia) triggered. It was further reported that the lead was revised due to a loose setscrew. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.